Event description:
Pt reported experiencing elevated blood glucose (275-300 mg/dl), in 2005. The pt indicated that, after the device generated a low cartridge warning, the pt discovered that insulin was leaking from the device adapter. Pt self-treated by changing the device adapter, and supplementing normal infusion therapy with insulin injections.